Event description:
Four days ago a parent brought in her (B)(6) daughter who was badly burnt and bruised by the use of an enuresis alarm. The child had used the enuresis alarm at night and the alarm had exploded causing battery leaks. The mother also told us that the child was screaming in pain. The alarm is in our possession and we can see that the batteries have leaked as a result of overheating and poor design. The battery acid that had leaked on the child's neck and chest could have been fatal for this child due to the nature of the battery leak and temperature. The child was administered with appropriate treatment and discharged. Child has suffered first degree burns and bruises.